Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This event occurred in (B)(6). Consumer reported that the tampon unraveled during removal, and the string pulled out of the product. The consumer managed to retrieve the product without medical assistance.